Event description:
It was reported that the patient presented for routine generator change. During the procedure, lead insulation damage was observed the lead was explanted and replaced .the patient was stable.